Event description:
It was reported that since the patient received the implant on (B)(6) 2014, she had been tied out in bed, unable to do anything. One week after implant, the patient started to have pain down her right leg and she was so sore. The patient received phone call that home healthcare nurse would be coming to check the wound and said that she wasn't aware that the wound wasn't closed up. The patient went through tunneling and packing and had been downhill since then. The patient had lost 25 lbs, can' eat, had dry mouth and major headaches. The patient noted never having therapeutic effect. The patient had a successful trial, experienced improvement on the 2nd day of trial and was told that surgery was a success. However, the patient wasn't experiencing symptom control since received implant. The patient went to hcp (healthcare provider's) office about 1.5 weeks ago and saw two nurses and they reprogrammed her device. She was directed to keep a diary for 3 days and then was instructed to make specific changes on the 4th day and was told that it was helping her bladder. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0l5jz, implanted: (B)(6) 2014, product type: lead. (B)(4).